Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all drawer drawers in the pyxis continued to fail even after recovery was performed. The system continued to prompt the crna to recover all drawers. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) university. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived at the station and found no failures. All cables at the back of the cabinet and within the e-drawer were checked and reseated. No issues were detected. The system functioned as intended after the field service engineer investigated the device.